Event description:
Pt reported a cancer treatment which was not acceptable. A dr used cryogenic gun method which he claimed had removed all the cancer cells. The biopsy he did was a superifical. The md said he would check his lymph nodes 3 months later. Pt feels this md's general practices are not acceptable. Went to see 2 different md's in which out of them used the mohs method to prove that. Pt had more of the cancer cells left behind. The cryogenic gun treatment does not work and FDA needs to look into it. The first md has refused to give pt his medical records.